Manufacturer narrative:
Updated: h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number/lot number was not provided, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reported hdtv video cable no image issue was reproduced/confirmed, however, the root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hdtv video cable (7m) produced no image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found no abnormalities the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.